Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (weak vibration) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: a review of the pump settings was set to vibrate, the normal bolus/temperature basal was set to off. Vibration at power up occurred. The vibration motor was initiated and vibrated continuously with no defects. No damage to the vibration motor/contacts were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.